Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) is unable to be interrogated. Beeping tones could not be heard when placing a magnet over the device. This patient has not had an MRI scan. Another programmer and new wand were tried but were also unsuccessful. No pacing spikes were noted on a surface EKG.